Manufacturer narrative:
(B)(4). Batch # m9121r. Conclusion: the analysis results found that the instrument er320 was received in good visual condition. In addition, a bag with eleven malformed clips was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and the trigger was found to be damaged. No functional test could be performed due to this condition. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. Therefore no conclusion could be reached as to how this damage had occurred. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips of the device intersect. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.